Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, event reported as "lamp failure" a definitive root cause could not be determined. In addition: is necessary replace the lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a lamp failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus that the evis exera iii xenon light source frequently would not light. The issue was found during preparation for use of a diagnostic nasopharyngolaryngoscopy procedure. The procedure was continued with the same device and there were no reports of delays or patient harm.